Manufacturer narrative:
The waste line connects the instrument's fluidics waste output to the installed waste floor drain kit. It is unknown how this line came to be disconnected. Upon reconnecting the line, the customer did not have any further leaking issues. Service was not requested for this event. The customer is not questioning instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that when checking their ups (uninterrupted power supply), they noted leakage on the floor which was coming from a disconnected waste line at the rear of the unicel dxi 800 access immunoassay system. Per customer, the evening maintenance crew had 'vacuumed' the liquid off the floor. The customer did not receive any reports of actual exposure to the biohazardous waste fluids.